Manufacturer narrative:
Investigation results were made available. Additional: h2, d6. Correction: a2, b4, b5, d10, g3, g6, h4, h10. New information has been made available: - patient information. - reports osteolysis and op side right. - height 176 cm; weight 75 kilos. - implantation date: (B)(6) 2012. - implantation hospital. - associated device. D10: item: 00630505636; name: liner standard 3.5 mm offset 36 mm shell; lot: 61854767. Item: 00620205622; name: shell porous with cluster holes 56 mm; lot: 61363637. Item: 00801803603; name: versys hüftkopf cocr. 12/14 gr. 36 / +3,; lot: 61878478. The investigation of the case will be updated and an updated report will be submitted as soon as investigation is updated.

Event description:
New information received, see h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was visually inspected. The stem and the cocr head were received for examination. The cocr head is inconspicuous. The stem was received disconnected at the connection between the connection pin and the distal part; the proximal part and the connection pin are still assembled. Revision damage in the form of scratches, nicks and material deformation can be seen on the neck and on the flanks of the distal part, probably coming from revision surgery. On the distal part there are signs of bone on-growth. Small scratches and polished area can be seen on the proximal part, probably coming from the movement against the bone after tilting medially. No bone on-growth can be seen on the proximal part. Because of the dissociation of the connection pin and its relative movement in the distal part, the press-fit region of the distal part appears to be slightly deformed in its shape. The internal surfaces in the press-fit area are heavily worn to the point that a new ledge can be found on the lateral wall. The press-fit region of the connection pin is not anymore in its original condition and shows a mixture of polishing, smearing and fretting. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: revitan, distal part, straight, uncemented, 16/140; catalog#: 01.00405.116; lot#: 2571539. Revitan, conical nut; catalog #: 01.00405.000; lot#: unknown. Cocr head, s, 36/-4, taper 12/14; catalog #: 01.01012.365; lot#: unknown. Therapy date: unknown. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to loosening/disassembly of the distal and proximal part of the revitan stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that the patient was implanted with a revitan stem on (B)(6) 2012. Subsequently, after approx. 10 years in vivo, the patient underwent revision surgery on (B)(6) 2021 due to discomfort, loosening of the pin of the distal revitan stem and metal-related pathology. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - zper: in the event section of the zper it was reported that x-rays of a revitan straight stem, placed 10 years ago, were received in which it was not fully recognizable if the component has broken or if the conical part, the proximal part of the stem, has moved. The patient has had discomfort and the x-rays led to the decision to revise it. For the extraction of the stem, special tungsten-tipped drills were needed to drill a hole in the proximal part of the distal stem, since the proximal stem was completely out of place and the universal stem extractor could not be used. It was done with a hook extractor through the drilled hole. - surgical reports: surgical notes were not provided. As such, no review can be made regarding the surgical technique of the implantation and revision procedures. - x-rays: two undated x-ray images were provided. In the ap view of the left hip, the axis of the proximal stem is inclined medially by around 5° compared to the axis of the distal stem. In addition, the proximal stem appears slightly displaced medially compared to the distal stem. A few mm from the lateral edge of the proximal stem, a sclerotic line can be seen. Since only the left hip is depicted, the cup inclination angle could not be measured. In the lateral view, a radiolucent area can be seen along the lateral edge of the proximal stem, which again appears slightly tilted and displaced medially. - intraoperative images: a total of six intraoperative photographs were received. One image shows the surgical site after removal of the bone flap of the extended trochanteric osteotomy. The lateral sides of the distal and the proximal revitan stems and parts of the cocr head can be seen. Dark red and blackish soft tissue can be seen around the cocr head. Blackish discoloration is also seen in the medullary canal of the bone flap. Another photograph shows the surgical site from proximal. The proximal revitan stem has been removed and the borehole of the distal revitan stem is visible. A surgical instrument is positioned on the outer surface of the medial wall, which appears to be broken and pushed inward. The third image shows the distal revitan stem and the proximal revitan stem with mounted cocr head in a bowl and in reddish liquid. Two longitudinal black lines can be seen next to the proximal flanks; due to the image quality, it is not possible to determine whether these are fractures, scratches or something else. The pin of the distal revitan stem is only connected to the proximal revitan stem. Except for the area near the proximal stem, the pin is shiny polished with black discolorations. The visible parts of the head and the connection to the proximal stem appear inconspicuous. In addition, the outline of the conical nut can be seen at the bottom of the bowl and completely covered with liquid. The remaining three photographs, not shown in this report, show several blackish tissue remnants on a surgical drape, a syringe filled with 10 ml of dark fluid, and the distal revitan stem being drilled into near the proximal edge. Product evaluation: - visual examination: the devices listed were not made available for investigation as they were sent to the spanish agency of medicines and medical devices (aemps). Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the listed product combination, consisting of the distal and proximal revitan stems and the cocr head, has been confirmed to be approved for use and is a legally-marketed combination. Therefore, this combination would not be expected to contribute to the reported issue. Since the acetabular components are not known, the overall compatibility of the left tha is also unknown. - DHR review: no deviations and/or anomalies were discovered during review of the device manufacturing records of the distal revitan stem that may have affected the surgical outcome or contributed to the reported event. The manufacturing records of all other listed components could not be reviewed as the lot numbers are not known. Conclusion: it was reported that the patient was implanted with a revitan stem on (B)(6) 2012. Subsequently, after approx. 10 years in vivo, the patient underwent revision surgery on (B)(6) 2021 due to discomfort, loosening of the pin of the distal revitan stem and metal-related pathology. Review of the manufacturing records of the distal revitan stem did not identify any relevant anomalies. Therefore, no nonconformance or complaint out of box (coob) was identified. Based on the obtained radiographic and intraoperative images, it can be confirmed that the pin of the distal revitan stem loosened from the distal stem body. This allowed movement between the pin and the distal stem body, allowing the proximal revitan stem to tilt medially. In addition, the movement between pin and distal stem body resulted in polishing and metal wear of the pin and possibly also of the distal stem body. This metal wear may have led or contributed to the metallosis, visible as black tissue discoloration on several intraoperative images. It is possible that additional factors, patient- and procedure-related factors, led or contributed to the loosening of the connection pin and the metal-related pathology. However, due to the unavailability of the devices and the lack of comprehensive medical record documentation, a more detailed analysis could not be performed. Therefore, a specific cause could not be determined. No corrective or preventive actions are required. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient was implanted with a revitan stem in 2011. Subsequently, after approx. 10 years in vivo, the patient underwent revision surgery on (B)(6) 2021 due to discomfort, loosening of the pin of the distal revitan stem and metal-related pathology. Review of received data: zimmer product experience report: in the event section of the zper it was reported that x-rays of a revitan straight stem, placed 10 years ago, were received in which it was not fully recognizable if the component has broken or if the conical part, the proximal part of the stem, has moved. The patient has had discomfort and the x-rays led to the decision to revise it. For the extraction of the stem, special tungsten-tipped drills were needed to drill a hole in the proximal part of the distal stem, since the proximal stem was completely out of place and the universal stem extractor could not be used. It was done with a hook extractor through the drilled hole. Surgical reports: surgical notes were not provided. As such, no review can be made regarding the surgical technique of the implantation and revision procedures. X-rays: two undated x-ray images were provided. In the ap view of the left hip, the axis of the proximal stem is inclined medially by around 5° compared to the axis of the distal stem. In addition, the proximal stem appears slightly displaced medially compared to the distal stem. A few mm from the lateral edge of the proximal stem, a sclerotic line can be seen. Since only the left hip is depicted, the cup inclination angle could not be measured. In the lateral view, a radiolucent area can be seen along the lateral edge of the proximal stem, which again appears slightly tilted and displaced medially. Intraoperative images: a total of six intraoperative photographs were received. One image shows the surgical site after removal of the bone flap of the extended trochanteric osteotomy. The lateral sides of the distal and the proximal revitan stems and parts of the cocr head can be seen. Dark red and blackish soft tissue can be seen around the cocr head. Blackish discoloration is also seen in the medullary canal of the bone flap. Another photograph shows the surgical site from proximal. The proximal revitan stem has been removed and the borehole of the distal revitan stem is visible. A surgical instrument is positioned on the outer surface of the medial wall, which appears to be broken and pushed inward. The third image shows the distal revitan stem and the proximal revitan stem with mounted cocr head in a bowl and in reddish liquid. Two longitudinal black lines can be seen next to the proximal flanks; due to the image quality, it is not possible to determine whether these are fractures, scratches or something else. The pin of the distal revitan stem is only connected to the proximal revitan stem. Except for the area near the proximal stem, the pin is shiny polished with black discolorations. The visible parts of the head and the connection to the proximal stem appear inconspicuous. In addition, the outline of the conical nut can be seen at the bottom of the bowl and completely covered with liquid. The remaining three photographs show several blackish tissue remnants on a surgical drape, a syringe filled with 10 ml of dark fluid, and the distal revitan stem being drilled into near the proximal edge. Product evaluation: visual examination: the devices listed were not made available for investigation as they were sent to the spanish agency of medicines and medical devices (aemps). Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the listed product combination, consisting of the distal and proximal revitan stems and the cocr head, has been confirmed to be approved for use and is a legally-marketed combination. Therefore, this combination would not be expected to contribute to the reported issue. Since the acetabular components are not known, the overall compatibility of the left tha is also unknown. DHR review: no deviations and/or anomalies were discovered during review of the device manufacturing records of the distal revitan stem (ref: 01.00405.116, lot: 2571539) that may have affected the surgical outcome or contributed to the reported event. The manufacturing records of all other listed components could not be reviewed as the lot numbers are not known. Conclusion: it was reported that the patient was implanted with a revitan stem in 2011. Subsequently, after approx. 10 years in vivo, the patient underwent revision surgery on (B)(6) 2021 due to discomfort, loosening of the pin of the distal revitan stem and metal-related pathology. Review of the manufacturing records of the distal revitan stem did not identify any relevant anomalies. Therefore, no nonconformance or complaint out of box (coob) was identified. Based on the obtained radiographic and intraoperative images, it can be confirmed that the pin of the distal revitan stem loosened from the distal stem body. This allowed movement between the pin and the distal stem body, allowing the proximal revitan stem to tilt medially. In addition, the movement between pin and distal stem body resulted in polishing and metal wear of the pin and possibly also of the distal stem body. This metal wear may have led or contributed to the metallosis, visible as black tissue discoloration on several intraoperative images. It is possible that additional factors, patient- and procedure-related factors, led or contributed to the loosening of the connection pin and the metal-related pathology. However, due to the unavailability of the devices and the lack of comprehensive medical record documentation, a more detailed analysis could not be performed. Therefore, a specific cause could not be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.